Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; material is too thick. Evaluation method: lens work order search. Results: visual inspection of the returned product showed tears across the lens and pieces of both haptics and the optic was torn off and missing. A lens work order search revealed there were no similar complaints found. (B)(4).

Event description:
The customer reported the cc4204a collamer single piece lens tore as it was ejected from the injector into the patient's eye. The lens was cut and removed without any injury to the patient. The reporter stated the surgeon indicated that the material felt thicker than usual.

Manufacturer narrative:
Method: device history review. Results: based on our investigation of the manufacturing , packaging and sterilization process, it was determined that the lens met all original design specifications. Conclusion: based on the complaint history, product evaluation, work order search and device history review, we were unable to confirm this complaint. (B)(4).